Event description:
The following was involved in this event: bone qlty type iii, primary stability not achieved, surface not covered with bone.

Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reports, that the implant was inserted (B)(6)2019 in fdi 33 of the patient's mouth. Details of surgery are reported as follows: primary stability was not achieved and implant surface was not completely covered with bone. On (B)(6)2019, non-osseointegration of the implant was verified. Patient presented with bone type iii. No product was returned to the manufacturer for investigation. The patient experienced the following at the time of event: hypersensitivity. No further patient co